Manufacturer narrative:
The serial number of meter a is (B)(6). The serial number of meter b is (B)(6). The customer stated the qcs were performed daily and were within the specified ranges. On a regular basis, accu-chek inform ii test strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation of questionable glucose results from one patient tested with two accu-chek inform ii meters: meter a and meter b. At 8:32 am, the result from meter a was 425 mg/dl. At 8:36 am, the result from meter a was 544 mg/dl. At 8:41 am, the result from meter b was 244 mg/dl. This result was deemed correct as it matched the patient's previous results.

Manufacturer narrative:
The device was not received for investigation. The investigation did not identify a product problem.